Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace transmitter message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported event of a replace transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a replace transmitter message occurred. Product was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the log was performed, and signal loss was found within the investigation window. The probable cause was determined, to be a low transmitter battery, which led to a transmitter failed error. The reported event of a replace transmitter message is reportable, based on the finding of a transmitter failed error. No injury or medical intervention was reported.